Event description:
Healthcare professional reported right side "suspected/actual deflation, change shape/size/style, ptosis" via national breast implant registry (nbir). Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.